Event description:
It was reported that the insulin pump had physical damage. Customer stated the insulin pump had a crack on the battery compartment and drive support cap appeared to be damaged. No further information provided.

Manufacturer narrative:
No cracked battery tube threads. However broken battery tube threads noted. Cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.